Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was oversensing t-waves. The ventricular sensitivity was reprogrammed to compensate for the t-wave oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: d154awg implantable cardioverter defibrillator (ICD) 2009-(B)(6); 5076 implantable pacing lead 2009-(B)(6). (B)(4).